Event description:
It was reported that the right atrial (ra) lead was fractured and had high impedance with high thresholds. The ra lead was capped and a new lead was implanted. It was further reported that the right ventricular (rv) lead was fractured and had high impedance. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.